Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the unit metrics of cardiosave iabp (intra-aortic balloon pump) were off across the board. Patient was involved but no injury or harm reported to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e1(initial reporter,event site telephone,event site email), e2, e3, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) troubleshot the unit and was unable to confirm reported issue. Confirmed accurate ECG and bp readings with known test equipment. Device passed all performance and safety tests according to factory specifications. Unit is functioning in accordance with factory specifications at this time. Device was returned to customer.